Event description:
Bayer case number: (B)(4). Migrated and been displaced / right now, it was detected on imaging that the tubal clips are currently in her pouch of douglas [extrauterine intra-abdominal localisation of iud] it caused other issues as well [injury nos] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("migrated and been displaced / right now, it was detected on imaging that the tubal clips are currently in her pouch of douglas") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device dislocation (seriousness criterion medically important) and injury ("it caused other issues as well"). Essure treatment was not changed. At the time of the report, none of the events had resolved. The reporter considered device dislocation and injury to be related to essure administration. The reporter commented: caller requesting information how to go about product liability claim for her essure. It was place in (B)(6) 2016. She recently found out her essure migrated and been displaced, and it caused other issues as well. Right now, it was detected on imaging that the tubal clips are currently in her pouch of douglas. She found out through a website that there was an issue with essure, and women have reported similar situation as she is in. There were reported claims and that there is money set-aside to take care of issue. She could not find a claim form. She still has a lot to figure out, like how to have the essure removed, how to rectify what has happened, when removed what is the alternative as she does not want to get pregnant again. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): it was detected on imaging that the tubal clips are currently in her pouch of douglas. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.